Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 4.6, re-test: 2.5, lab: 1.8. Inratio meter tests were 5 minutes apart using fresh finger sticks. Lab draw was performed within about 20-30 minutes of second inratio2 result. Customer had the wrong strip code in the inratio meter, and was not sure how to change it. Replacing strips and meter for customer.